Manufacturer narrative:
The insulin pump passed the self-test. No remote frequency pic failed self-test alarm noted during testing. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reports to have received a radio frequency pic failed self test alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.